Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device sounded like it had a power failure. During service and evaluation, it was observed that the motor seized, was rough running, and defective on the device. It was noted that the driving shaft, nose, and bearings were worn out. It was also noted that the device failed pre-repair diagnostic tests for saw head assessment, off/on/on switch mode function, function of the triggers and electric control unit (ecu), and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.